Manufacturer narrative:
Evaluated 1 open/used reservoir performed a visual inspection and found reservoir second o-ring out of the groove and transfer guard¿s needle not centered. Performed pre-fill reservoir test and found no leakage anomaly during filling.

Event description:
Customer reported via phone call that the o-rings were pulled out and the reservoir leaks and the needle bent on the infusion set and it didn't stay in her body. Customer's blood glucose value was 123 mg/dl. Infusion set and reservoir will be returned for analysis.